Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) also state the safety and effectiveness of the angio-seal device has not been established in patients that have known allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic acid polymers. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported by the patient, that an angio-seal was deployed post cardiac catheterization. The patient was discharged that same day. The next day, the patient experienced a rash near the puncture site. The patient went to the hospital emergency room. The patient was treated with benadryl (dose unknown) and was sent home. The next day, the rash and swelling was on the patient's arm and face. The patient returned to the hospital emergency room. The patient was admitted and was placed on steroid medication (type and dose unknown). The patient was discharged home and completed the steroid medication. The patient now reports ecchymosis and some swelling in the groin area. The patient was instructed to follow up with the physician. The st. Jude medical sales representative contacted the risk management department of the hospital where the incident took place. They would not give any additional information about the patient or event, except to say that the event was not caused by angio-seal.